Manufacturer narrative:
This report is for an unknown screws: 3.5 mm cancellous/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that the patient underwent removal surgery on february 8, 2021. The surgeon attempted to remove one (1) lcp plate and six (6) screws. The implants were originally placed in the patient on august 21, 2019. Three (3) of the screws were merged onto the plate and unable to be removed. The surgeon decided to leave the plate in the patient. The evolution was favorable with healing obtained. It was stated that the patient experiences occasional pain. The mobility at the shoulder is completed but the patient is disturbed on rotational movements in 90° abduction. There is no further information available. This report is for one (1) unk - screws: 3.5 mm cancellous. This is report 4 of 7 for (B)(4). This complaint is related to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.